Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. The reason for call was patient called to report that they had a "numbness/paresthesia/tingling" sensation that started at the ins site and went all the way down their leg. Patient stated it used to happen intermittently but that now it was constant. Patient had called to ask if it could be from the ins/therapy or "something else?" Agent reviewed with the patient that they could try turning the therapy off for a bit to see if that resolved the issue and patient turned the ins off while on the call with their 3037 programmer. Patient confirmed they did not see a low ins battery icon and the ins had been at 0.5 v. Patient stated the intermittent numbness/tingling began "probably right around the holidays" (patient confirmed in 2023) and that they just saw their managing health care provider (hcp) in (B)(6) of 2023. Patient stated the hcp would always page a mdt representative to be at their appointments. Patient confirmed when agent asked if they had any falls or traumas that would have led to the event, the patient stated "yes," they had fallen and it was right afterwards that the intermittent tingling had started. Agent redirected the patient to follow up with their health care provider (hcp) to check the implanted system since the fall and to discuss their concerns. Patient stated they would monitor the tingling/numbness/paresthesia to see if it "died down" now that the therapy was off and they would reach out to their hcp. Documented reported event. No further action was taken by agent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the likely cause was due to their walks after their accidents. Reduce their medication and issue resolved. The fall did not affect their device.